Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the device package was opened it was noted that the one of the clamps was missing from the catheter between the needle and the y site. There was no reported patient involvement.

Event description:
It was reported that when the device package was opened it was noted that the one of the clamps was missing from the catheter between the needle and the y site. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number is unknown. Investigation summary: one powerloc winged infusion set from a powerport isp m.r.I. With 8 fr s/l groshong catheter was returned for evaluation. Visual and photo evaluations were performed. The investigation is confirmed for missing component, as the distal clamp was detached and not returned. The definitive root cause could not be determined based upon available information. It is confirmed that the issue is supplier related. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.